Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed the contrast keypad button was intermittently responsive. There was evidence of keypad contamination found under the contrast and down key contacts. The battery cap threads were observed to be damage. The battery cap could not be secured properly to the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed keypad issues and a damaged battery cap. This report is made based on results of the investigation performed on (B)(4) 2014.